Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex regulatory pain syndrome type I. It was reported that the patient's implant surgeries were not pleasant and took 6-8 weeks for things to resolve. The patient had 3 implants and her first implant in her stomach was beating on everything and eventually wouldn't work, so it was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.